Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an adverse reaction and required medical intervention by emergency medical services. The blood glucose reading was unknown. The customer stated that she needed to take a call for work and that it was not a good time to speak regarding the event. Nothing further reported.